Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve was damaged when trying to insert the dilator then separated and pushed down inside the sheath. The dilator was unable to be advanced into the vizigo sheath. When the sheath was replaced, the issue resolved. Additional information was received on the event. It is unknown if the hemostatic valve broke into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. The issue did not require percutaneous or surgical removal. There was no physical damage to the sheath or dilator besides the broken valve. There was no occlusion when irrigating the sheath. The sheath was completely blocked. The hemostatic valve issue was assessed as MDR reportable for a hemostatic valve separation issue. The dilator was unable to be advanced into the sheath was assessed as not MDR reportable for an obstructed sheath issue. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 10-may-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 31-may-2022. It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve was damaged when trying to insert the dilator then separated and pushed down inside the sheath. The dilator was unable to be advanced into the vizigo sheath. When the sheath was replaced, the issue resolved. Additional information was received on the event. It is unknown if the hemostatic valve broke into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. The issue did not require percutaneous or surgical removal. There was no physical damage to the sheath or dilator besides the broken valve. There was no occlusion when irrigating the sheath. The sheath was completely blocked. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection of the returned device. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). In addition, the dilator and a good known lab sample catheter were introduced through the sheath, and no obstruction or resistance was felt. As no resistance was detected, the probable root cause of the obstruction issue could be related to the dislodgment of the valve. A device history record was performed, and no internal actions related to the reported complaint were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).